Event description:
A nurse reported a patient has received peribulbar anesthesia in preparation for surgery. The procedure has not yet started when the system made noise during prime and testing. The surgeon elected to proceed with manual technique. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).